Manufacturer narrative:
A gehc biomed performed a checkout of the equipment. The compact flash card was replaced.

Event description:
The hospital reported the unit went into a system reset. There was no report of patient involvement.